Manufacturer narrative:
Exact implant date is unknown but filter was implanted on or about (B)(6) 2008. As reported, the patient underwent placement of optease vena cava filter on or about (B)(6) 2008. The indication for the implantation was not reported. The filter subsequently malfunctioned and caused injury and damages to patient, including, but not limited to, tilt, filter embedded in wall of the inferior vena cava (ivc), unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information was received via medical records: a snare device was used to engage the ivc filter. Multiple attempts to remove the filter were unsuccessful. A completion cava-gram demonstrated no evident complication. The filter appears to be in the vena cava along with an adherence to the left wall. No evident complication with a normal appearing cava without clot occlusion pre and post procedure. The patient continues with suffering from bodily injuries, including psychological injuries or mental anguish related to filter, stress anxiety, panic attacks, and sharp pain at incision site, numbness back pain. The device remains implanted thus unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The brief states that the patient continues to suffer back pain and numbness, such events may be related to other comorbidities and not necessarily related to the implantation of the filter. Stress anxiety and panic attacks experienced by the patient also do not represent a malfunction of the device. The implantation date of the filter is mentioned in the brief however, the attempted retrieval date is unknown at this time. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films to review, the reported tilt, retrieval difficulty and adhesion to the vessel wall could not be confirmed. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, plaintiff underwent placement of optease vena cava filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, tilt, filter embedded in wall of the ivc, unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following is additional information received per medical records: snare device was used to engage the ivc filter. Multiple attempts were completed to remove the filter were unsuccessful. A completion cava gram demonstrated no evident complication. The filter appears to be in the cava along left adhere to the wall. No evident complication with a normal appearing cava without clot occlusion pre and post procedure. Patient suffering from bodily injuries, including psychological injuries or mental anguish related to filter, stress anxiety, panic attacks, and sharp pain at incision site, numbness back pain. Patient information was also updated.